Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to the adhesion of foreign matter or moisture on the electrical contacts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that the gold contacts were wiped with alcohol prep pads and the socket was cleaned. The customer tried hot-swapping two scopes and the first one had an e215 scope communication error and the second one did not have any issues. The customer was advised to check the first scope with another tower and there were no issues after. The issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus technical assistance center (tac), that the evis exera iii xenon light source had a b30 scope communication error. The issue occurred during preparation for use. There were no reports of patient involvement associated with the event.